Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) nt513, (osseotite® tapered implant 5 x 13mm) for evaluation. Visual evaluation was performed, the implant has signs of use. The implant has markings from removal. There was no damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 2120022365. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120022365 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : medical : nerve damage¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error and/or patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D9: device availability unknown / not provided.

Event description:
The implant was removed due to a nerve injury at tooth site #14. The patient experienced acute pain. A new implant will be placed once the area is regenerated.